Manufacturer narrative:
Additional information was received on december 25, 2019 and it was reported that the patient was a male, therefore, section a3. Sex has been populated with ¿m¿. Also, it was noted that the cardiac tamponade was confirmed after the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30236404m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, it was noted that the patient¿s blood pressure dropped (from initial 114 mmhg to 70 mmhg). The pericardial effusion was discovered and confirmed by intracardiac echocardiography (ice). The body surface echo was also taken out. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space at the discretion of the physicians. The physician¿s opinion on the cause of the adverse event was that the effusion may have resulted from the perforation that occurred during transseptal, however, the exact cause could not be determined. During the procedure, the peripheral capillary oxygen saturation (spo2) and blood pressure were normal. There¿s no information regarding extended hospitalization or the patient¿s outcome. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.